Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the device was spitting clips and there were malformed clips. The case was completed by the same device with no pt consequence.